Event description:
During a pci procedure, after crossing the lesion, the balloon of the maverick2 monorail ptca catheter ruptured at 9 atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 99% stenotic lesion in the mid right coronary artery (rca). A 7fr mach1 introducer sheath, a fielder guidewire, and a evelest inflation device were also used in the procedure. The procedure was successfully completed with a 1.5mm rota. No pt injuries or complications were reported.